Event description:
Caller states patient tested 4.9 inr on the coaguchek xs system while a comparison lab returned as 2.7 inr. No treatment information provided. No adverse event reported. Requested return of suspect system.

Event description:
Customer reportedly received results of 196 mg/dl and 85 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).